Event description:
The monitor alarmed and family member found the pt unresponsive. Family member began CPR but pt did not respond. Family member called 911. Rescue personnel continued CPR without success. Pt was pronounced doa at local hospital. Investigation ongoing.